Manufacturer narrative:
(B)(4).

Event description:
While investigating a questionable li lithium result for proficiency material that had been generated in (B)(6) 2016, the customer repeated lithium testing for patient samples and discovered a questionable result for one patient sample on (B)(6) 2016. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 1.69 mmol/l. The repeat results from the primary sample tube were 0.73 mmol/l and 0.77 mmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. The reagent lot number 166829. The expiration date was requested but was not provided. The field service representative found the manometer for the gear pump showed a high value. He adjusted the manometer and everything seemed okay. Precision testing was performed and was acceptable.

Manufacturer narrative:
A specific root cause could not be identified. The investigation determined the high pressure issue found by the field service representative cannot have an influence on lithium results. As the calibration and qc were within acceptable range, a reagent issue could be excluded. The system was been checked and was working within specification. A possible cause could be the formation of micro-clots in the sample which leads to lower sample pipetting.